Event description:
It was reported that a user¿s dexcom g7 sensor was functioning on the dexcom app but failed to pair with the ilet pump, and support guided the user to toggle the pump setting from g6 to g7 and re-enter the pump pairing code. Symptoms included no clinical effects. Outcomes included no reported impact on health or therapy interruption. Investigation included technical troubleshooting, device education, and attempts to re-establish bluetooth pairing. Investigation of this case revealed a communication and pairing failure between the continuous glucose monitor and the pump, consistent with a connectivity issue involving the pump¿s cgm interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related pairing difficulty.